Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1). (B)(6) 2015: the patient had unspecified injuries, and underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the bard/davol flat mesh. (Device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct implant date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: d.6a (date of implant). This supplemental emdr represents the bard flat mesh (device 1). An additional emdr was submitted to represent the bard/davol ventralight st w/ echo (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #1). On (B)(6) 2015: the patient had unspecified injuries, and underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the bard/davol flat mesh.(device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2014¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿the hernia sac was identified and excised. A bard flat mesh (device 1) was placed and tacked the mesh to the anterior fascia.¿ on (B)(6) 2015 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with removal of bard flat mesh (device 1) and an implant of ventralight st using echo ps (device 2). Per operative notes, ¿the previous bard flat mesh (device 1) was found to be balled up, and it was excised completely. The defect was closed using sutured. Umbilicus was tacked down to the fascia. A ventralight st using echo ps (device 2) was placed and tacked circumferentially.¿ on (b)(6 2018 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair. Per operative notes, ¿adhesions were taken down. The previous old mesh (device 2) which was left in place in the preperitoneal space. A synthetic mesh was placed into the abdominal cavity and sutured.¿